Manufacturer narrative:
One reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing which included using a syringe to infuse water into the bag; no leakage was noted to have occurred. Additionally, the leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle five (5) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the fifty (50) units tested. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that leakage was observed while using a smiths cadd cassette reservoirs - flow stop. It was reported that infusion was life sustaining and that the patient did not receive the remaining infusion volume.